Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
The tps handpiece cord was evaluated during routine servicing. Upon evaluation, it was found that there was an exposed wire. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Event description:
The tps handpiece cord was evaluated during routine servicing. Upon evaluation it was found that there was an exposed wire. There was no patient involvement or adverse consequences to the user reported as a result of this event. The service tech clarified on (B)(6) 2013 that the outer cable pulled away from console connector. Exposed wires are not current carrying. No bare copper wires are present.

Manufacturer narrative:
This MDR was filed in error. There were no exposed current carrying wires. This supplemental MDR is being filed to retract the MDR. The executive summary was modified to add this correction: the service tech clarified on (B)(6) 2013 that the outer cable pulled away from console connector. Exposed wires are not current carrying. No bare copper wires are present. Date was changed to date the issue was clarified in service.